Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of cervical radiculopathy and spinal pain. It was reported that the patient saw a high impedance on electrode 9 during a normal reprogramming message. No incidents were noted. The patient was reprogrammed without electrode 9 and the issue was resolved.